Event description:
New information noted that programming changes were performed and the patient was stable after the changes.

Event description:
It was reported that the right ventricular lead exhibited high impedance. Further information was requested however, was not provided.